Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be supply bag disconnected without falling because disconnected disposable tubing is a known cause of this type of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. The guide provides step-by-step instructions for connecting the solution bags. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during fill three of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted that the heater bag became disconnected without falling. There was no patient injury or medical intervention in association with this report. No additional information is available.